Event description:
Tech alleges bed drifts down sometimes.

Manufacturer narrative:
Tech found hi/low brake block contaminated with worn bearing products. Tech cleaned brake block assembly and replaced thrust bearing and thrust washers to resolve.